Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. The customer's blood glucose level for the past fill estimate was not impacted. However, the most recent fill estimate, the customer experienced a blood glucose level in the 400's (mg/dl) and it was addressed with a bolus. The customer loaded a new cartridge.